Manufacturer narrative:
Continued from concomitant products: 500ml baxter bag, lot: y329599, exp: apr21, 0.9% sodium chloride injection; 50ml baxter bag, lot: p401067, exp: jan21, 0.9% sodium chloride injection 1g ceftriaxone for injection vial, lot: jr2006, exp: feb 2022 patient's relevant history: liver failure, suspect acute hepatitis in the setting of cirrhosis. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing set leaked during an infusion of ceftriaxone and normal saline due to a hole above the pump segment which caused the antibiotic to flow down the pump into a puddle on the floor. There was no patient impact.

Manufacturer narrative:
Correction: disregard this file as it was submitted in error. The customer reported that the issue was on the primary tubing, which was already captured under manufacturer report number 9616066-2020-01700. Suspect set is now a concomitant.

Event description:
It was reported that the IV tubing set leaked during an infusion of ceftriaxone and normal saline due to a hole above the pump segment which caused the antibiotic to flow down the pump into a puddle on the floor. There was no patient impact.